Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. The patient's blood glucose at the time of incident is unknown. The customer has been using manual insulin injection for the past two days. The customer changed the battery but the motor error alarm recurred. The insulin pump also alarmed motor error during a rewind attempt. However, the insulin pump was not returned or replaced as of yet.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with motor error alarms during the basic occlusion due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery and occlusion tests due to the motor error alarms. The pump was received with normal operating currents. The pump passed the self test and off no power test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.